Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; pgcbdhb0 number, and no non-conformances were identified. Device evaluation summary: one empty open foil and one dispensed needle-suture in three section of product code w9962, lot pgcbdhb0 was received for analysis. During the visual inspection of needle-suture piece, the swage and attachment area were as expected; however, the end of suture could be observed busted. Also, the two sutures pieces were examined, and fraying suture was noted near to the ends of suture pieces. In additionally, the ends do match between them. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code w9962 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test cannot be performed. Due to the sample condition, it could not be determined what may have caused the reported incident of: ¿the suture broke when sewing in a natural birth surgery¿. Device evaluation summary: ten unopened samples of product code w9962, lot pgcbdhb0 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2020-00055. Analysis results have been included in reports for each.

Event description:
It was reported that the patient underwent a natural birth procedure on (B)(6) 2019 and suture was used. The suture broke when sewing in a natural birth surgery. Changed another one from a different lot to complete the surgery. It was thought that suture of this lot had poorer tension than that of the previous ones, and suture of this lot will broke easily with normal strength to draw and sew. No additional information could be provided. There was no adverse patient consequence reported.